Event description:
The pt reported inaccurately low blood glucose readings with test strips, lot 1m514a. She opened the bottle of test strips on approx 11/15/96 and immediately began using them. Her blood glucose readings were in her normal range (100-200 mg/dl) for approx 2 weeks. On approx 12/1/96. She noticed that her readings had decreased to the 20 mg/dl range. She thought these readings were inaccurate so she asked her home health nurse to check her nmeter and test strips for accuracy. A normal control solution test, using the test strips and the pt's meter, yielded a result of 11 mg/dl versus a normal control solsution range of 113-169 mg/dl. A check strip test result was 88 versus a check strip range of 77-105. The code was set correctly in the pt's meter. The desiccant is in the bottle of test strips. The customer stores the test strips in the kitchen. The pt did not feel comfortable performing any tests without her nurse's assistance so no tests were performed with the co's representative.